Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1181, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported she was mother of 3. Then she got essure a month after the birth of her 3rd and last baby and everything changed. Her periods lasted weeks and were so heavy she bled through a pad an hour and had to go home and change so many times, she started keeping extra clothes with her everywhere she went. Every time she had her period, it felt like she had the flu. About 6 months after essure, she had headaches every day along with pelvic pain, extreme bloating and depression. Sex was very painful. She was miserable. She had a hysterectomy at (B)(6) plus 3 more surgeries afterwards due to more complications, and 2 lengthy hospital stays, a catheter and a PICC line. She was slowly getting her life back. Her headaches have disappeared, her bloating was way down, sex did not hurt anymore and she was back to her happy self. She will be on estrogen therapy the rest of her life. Result and assessment of the product technical complaint investigation received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment : this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had periods lasted weeks and were heavy (interpreted as menorrhagia). She had a hysterectomy when she was (B)(6) and 3 more surgeries afterwards due to more complications (not specified) and 2 lengthy hospital stays. Menorrhagia is serious due to its medical importance and more complications is a serious event due to hospitalizations. Both events are listed in the reference safety information for essure. Considering the nature of these events and the lack of alternative explanation, a causal relationship between essure and these events cannot be excluded. This case is regarded as incident since a device removal was required (implied). Other non-serious events were reported. A product technical complaint analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint investigation received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had periods lasted weeks and were heavy (interpreted as menorrhagia). She had a hysterectomy when she was (B)(6) and 3 more surgeries afterwards due to more complications (not specified) and 2 lengthy hospital stays. Menorrhagia is serious due to its medical importance and more complications is a serious event due to hospitalizations. Both events are listed in the reference safety information for essure. Considering the nature of these events and the lack of alternative explanation, a causal relationship between essure and these events cannot be excluded. This case is regarded as incident since a device removal was required (implied). Other non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.